Event description:
Customer reported problem with loose strip pads.

Manufacturer narrative:
Customer reported loose strip pads in the strip provider module (spm). There were no reports of injury to patient or change in patient management as a result. An iris field service engineer (fse) replaced the spm and performed performance verifications. System was operational. The reason for loose pads is under investigation.